Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device cannot boot up. No patient harm reported.

Manufacturer narrative:
The field service engineer evaluated the device and noted a vent inop occurrence; watchdog timer failure. The fse advised the customer replace the cpu pcba. The customer declined repair of the device. There were no parts replaced. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.due to no part returning for failure investigation the root cause of the reported issue could not be determined.